Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the hv cable assembly, the x-ray tube and the fluoro functions pcb. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 system has ongoing issues with overheating and shutting down. There was no report of patient injury.